Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit alarmed xdcr (transducer) fault, circuit fault, low ve and high rate errors. All calibrations were performed and exhl diff press calib failed. It was reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main coldfire printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the sensor, differential pressure, mini, 2.5 inch h20 transducer.